Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing five occurrences of poor sleeve function during use. The following has been provided by the initial reporter: ultra touch push button needle with ref 367365, leaks and blood splatter in the sleeve . Unfortunately no samples or photos have been saved. This complaint concerns bd vacutainer® ultratouch¿ push button blood collection sets with luer adapter 21g (0.8mm).

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing five occurrences of poor sleeve function during use. The following has been provided by the initial reporter: ultra touch push button needle with ref 367365 leaks and blood splatter in the sleeve . Unfortunately no samples or photos have been saved. This complaint concerns bd vacutainer® ultratouch¿ push button blood collection sets with luer adapter 21g (0.8mm).